Manufacturer narrative:
Insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received without the original battery. Insulin pump received with a cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot, scratched case, scratched reservoir tube window, scratched keypad overlay and cracked battery tube threads. Data analysis: customer daily insulin total average from 76.8 to 107.45u, total basal insulin from 57.8 to 76.8 and total bolus insulin 3.2 to 31.0u. Two weeks of data listed, dated as on (B)(6) 2015. Insulin pump passed the delivery volume accuracy test at 95.75 percent.

Event description:
It was reported that the customer passed away from a massive heart attack, at home. The customer was ill for two weeks; he had a heart valve replacement a year and a half ago. The customer's blood glucose at the time of death was 95 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using the cgm and was not wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.